Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced bladder pain, calcified mesh, recurrent urinary tract infections, hematuria, dysuria, nocturia, incontinence and polyuria [excessive volume of urination]. An excision of the mesh was performed.